Event description:
The customer stated that when he opened his new carton of test strips, the cap on the bottle was open. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement strips will be sent.